Manufacturer narrative:
One 2.7mm non-locking screw (2181.9270) broke intra-operatively in the most distal hole of the plate. The screw's fractured at the minor diameter of the thread upon final tightening. Lot numbers for this screw was not reported so no further investigation can be done on the geometry of other members of its lot and it cannot be cross checked with its DHR to make any determinations. This evaluation determined the failure was within the expected risk: therefore, no further action will be taken.

Event description:
It was reported the 2.7 x 70mm cortex screw broke when the surgeon inserted it in the most distal hole of the medial distal humerus plate.